Event description:
When customer presses the up arrow on the pump gets a full segment display. The customer was admitted in the hosp for high bgs. The customer was vomiting and spilling ketones. It was stated that the healthcare team think the cause of dka was the pump malfunction. Troubleshooting could not be performed due to the full segment display. Advised the customer to revert to manual injection.